Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Pre-repair testing of the returned device found the unit was out of calibration and had failed the mesh test. Visual examination found the cutter was visibly damaged. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
It was reported device will not lock. Probe could of gotten damaged when packaging or during handling. Damage found before surgery, no patient involvement. Investigation found the mesher did not pass the mesh test. No adverse event was reported as a result of this malfunction.